Event description:
When the tech moved the overhead cabling, it fell from the hook and hit her on the neck, resulting in an injury. The employee went to employee occupational health. She sustained a neck sprain and was placed on restricted duty and received pain medication for pain control. Ge rep did come and check the equipment. The hook was tightened. We checked other ge x-ray equipment - found other hooks that needed to be tightened. The ge rep told us that this was the way the hooks were made and they had received no complaints. I looked at the hooks - they do not look sturdy enough and certainly were not tight enough. That cabling just slipped out of the hook.